Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 400 mg/dl and ketone level was high. Customer went to the emergency room (ER). Lab tests were performed. Intravenous fluids and insulin via pens were administered. After 6 hours, bg was 300 mg/dl and customer was not feeling well; however, was discharged from the ER. Reportedly, a bent infusion set cannula was the cause of the event. The customer did not know the type of cannula that was used.